Event description:
Boston scientific received information that this pacemaker was explanted as a result of an infection. The pacemaker will be used off label as an external temporary pacer until the infection clears. The patient will be hospitalized until the infection clears and new implants are implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.